Manufacturer narrative:
(B)(4). One used sample was received for evaluation. The sample was received out of the pouch fully primed. The customer also returned a secondary set spiked into a sodium chloride solution bag which had been admixed. It was noted that the blue hanger was not returned. Visual inspection showed no obvious defects on either sample. Functional testing was performed by spiking both samples into an in-house solution bag containing distilled water. Both samples were then re-primed. It was noted that the primary set had a slow flow. The secondary set was then attached to the top y site and backflow was detected immediately into the primary set. The reported condition was verified. The cause was undetermined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set experienced backflow. According to the report, when the secondary line was attached and medication was started, the solution flowed upward and appeared to enter the main bag rather than flow downward into the patient. The drug being infused at the time was ketorolac. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.